Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin breakdown, raw open oozing, drainage under one of the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a bandage and hydrocortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.